Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to monitor all reported events. No further action is required at this time.

Event description:
Through review of article "emergency transapical mitral valve-in-valve implantation for bioprosthesis failure: transapical implantation of an edwards sapien-xt in a dysfunctional mitral bioprosthesis in a critical patient" authors matteo saccocci et all, edwards learnt that this (B)(6) lady with a bioprosthetic mitral valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to severe mitral stenosis (mean gradient 24 mmhg, pht 420 msec, area 0,52 cm2; paps 66 mmhg) observed on trans-thoracic echocardiography. An edwards transcatheter valve was implanted via transapical approach. As reported, the procedure was uneventful, as well as ICU course and she was discharged ten days after the procedure in good clinical condition (nyha class I-ii). At one month follow-up, the patient was asymptomatic (nyha class I-ii) and the tte confirmed the absence of valve dysfunction or paravalvular leak. Patient medical history includes an avr, a tricuspid valve repair and atrial fibrillation radiofrequency ablation performed together with he mvr eight years before whose postoperative period was complicated by complete av-block and pacemaker implantation.